Event description:
Rptr was implanted with silicone gel breast implants on both right & left. She was diagnosed with autoimmune disorder, liver enzyme dysfunction, fibromyalgia, paresthesia of hands & feet; pituitary gland disorder; thyroid gland disorder, carpal tunnel syndrome, hyperesthesia; chronic acute hepatitis a; acute response to myelin & positive antimyelin antibodies; elevation of sgot & sgpt; elevation of hav antibodies & antismooth muscle antibodies; deteriorating eyesight; chronic blepharitis; capsular contraction; chronic fatigue; gastroenteritis; inflamed esophagus; fibrocystic disease in both breast; fibronoma in both breasts; memory loss & impairment; sleep disorder & headaches.